Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Event description:
Revision due to pain.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the explants were not available and no further information was provided.